Event description:
The customer reported the device will not power on. No pt involvement reported.

Manufacturer narrative:
Conclusion / root cause: the power supply was tested and the no ac power state was verified. This problem was traced to the bridge rectifier bd2 which was shorted internally. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).